Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rv channel, which was oversensed and resulted in the patient receiving 7 inappropriate shocks. It was noted that the noise could be reproduced with the patient performing isometric arm movements, and there was also noise on the shock channel during isometrics. Intermittent out of range rv impedances of greater than 2,000 ohms were also noted. It was suspected that there was a micro-fracture on the distal end of the lead. A lead revision procedure was therefore performed and the lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.